Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled. As it was stated, upper joint cover of the spring arm was missing. There was no injury reported however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure might cause a contamination. It was established that when the event occurred, the surgical light did not meet its specification as the dust cover should not fall during procedure and it contributed to incident. In the time when the event occurred the device was being used for patient treatment. The possible root causes are : - non-conformity of the metal covers assembly. - degradation of the metal covers. - improper use (collision with another device). Maquet sas analysis shows that the metal strip comes out of the covers when it is not clipped properly. In the scope of our continuous improvement policy, maquet sas initiated a modification file (e131106) to include this dust cover fitting procedure in the technical documentations with all spring arms. We believe that if the manufacturer recommendation would have been followed the incident would have been avoided. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 7th october, 2020 getinge became aware of an issue with one of surgical lights - powerled. As it was stated, upper joint cover of the spring arm was missing. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure might cause a contamination.